Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 01-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed due to a pocket jammed with plastic. A field service engineer cleared the medication jam by releasing the pocket from hardware test application and removed the plastic bag to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer had failed and required maintenance. The customer stated that there was no medication delay since the user managed to get the medicines from another station. There were no adverse events or injuries reported based on this event.